Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, which resolved the reported complaint.

Event description:
The hospital reported the bag/vent switch did not operate as expected. There was no report of patient involvement.